Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 1 box of intermittent catheters were not lubricated properly. All the others were lubricated.

Event description:
It was reported that 1 box of intermittent catheters were not lubricated properly. All the others were lubricated.

Manufacturer narrative:
The reported event is inconclusive as representative lot samples evaluated are within specification but condition of the used original sample is unknown. Visual: received 23 magic3 go in closed packaging. Verified material number 53814g and batch number jujw9018. No sharps, burrs, flashes, or nicks present on device. Further testing required. Functional: coefficient of friction was performed per (B)(4) revision 12. All samples were tested according to ansi/asqz1.4 c=0 sampling plan, aql- 1.0. Samples were tested as a pair. Kinetic cof was found to be within specification (<0.400) for all catheters tested. A labeling review is not required because event was not confirmed user-related. A review of the device history record was not necessary due to the reported event being inconclusive. Based on the investigation results no additional action is required at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.